Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
The customer reported via phone call that she experienced a high blood glucose level of 300 mg/dl and it also dropped to around 50 mg/dl. The customer had some glucose tablets and two sodas to treat her blood glucose level. The device was not returned.